Event description:
It was reported by the sales consultant: devices stuck together during an unknown procedure on an unknown date. It was also reported that the device malfunction did not contribute to patient death or injury. This report is for a drill template f/2.7mm lcp ulna osteotomy pl f/4.0mm. This is 2 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A service history of the past three years has been reviewed. No service history review can be performed as this is a lot controlled item. Placeholder.

Manufacturer narrative:
An additional evaluation was performed and the report stated the following: the device was purchased on (B)(6) 2012, and scrapped and disposed of on (B)(6) 2013. There are no known ncrs associated with this item. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.